Event description:
It was reported by the health care professional that the remote monitor was unable to complete the telemetry phase of the transmission. The patient had been directed to bring the remote monitor into the clinic for assistance. The status of the remote monitor is unknown. The monitor has transmitted in the past. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.